Event description:
The resident was allegedly found deceased, sitting on the floor with their chin in the bed rail. Half of the bed rails were up on the bed. A specialty mattress was being used on the bed and was inflated and functioning properly.

Manufacturer narrative:
MFR rec'd a medwatch report. Few details were provided. Bed serial number was not included, no contact info, no names provided, and zone of entrapment is unk. A speciality mattress was referenced as in use during this alleged event, but info on this device was not provided. A bed alarm monitoring device was also reported in use and reported as not functioning properly. This bed alarm monitoring device is not manufactured by invacare. MDR filed based on alleged death.